Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-sep-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal fentanyl 2500 mcg/ml at 120.1 mcg/day via an implantable pump. It was reported that the patient was seen in the clinic on (B)(6) 2025 for routine pump maintenance. During that visit, a catheter access study was done in preparation for a pump replacement because the pump was approaching elective replacement indicator (eri). The patient and his family report that the catheter was found to be non-patent at that visit. Environmental/external/patient factors that had led or contributed to the issue was off label drug use and history of recurrent falls. Diagnostics/troubleshooting performed included a negative catheter access port (cap) on 04/18/2025. It was reported that the patient was taken to the operating room (or) today for planned catheter revision with prophylactic pump replacement due to eri <(><<)>1 month. There were no allegations regarding the pump. The physician began by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. Once the pump was out of the pocket, he attempted to aspirate from the catheter access port, but there was no return of cerebrospinal fluid (csf). The physician then proceeded to spice the catheter on the spinal segment side of the collet, but they were still no return of csf. As a result, the physician decided to tie off and abandon the existing catheter. The physician then proceeded to create a new midline lumbar incision. He was given a new 8780 which was placed at c6. The new catheter was then anchored and tunneled to the existing pump pocket. 19.5 cm was trimmed from the spinal segment. The catheter was then attached to the new proximal segment and new pump. Confirmation of csf was obtained by aspirating from the cap prior to placing the pump back in the existing pocket. Incisions were then irrigated and closed. New implanted length: 94.8 cm; volume 0.209 ml. The patient¿s dosing was reduced in order to prevent symptoms of overdose/toxicity after revising catheter. Previous dosing was flex dosing of fentanyl 730 g/day, but was reduced to a simple rate of fentanyl 120.1 g/day. The previously existing pump was discarded by the customer. The issue resolved at the time of this report.